Manufacturer narrative:
As no further info concerning this report is expected at this time, our investigation is complete for now. This investigation will be updated should further info be provided or when the device is explanted and returned for lab analysis.

Event description:
Boston scientific received info that during a normal patient follow-up, it was noted that the battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD) was faster than expected. The battery percentage in 2013 was 84% and in (B)(6) 2014 it was 76%; however, the percentage dropped to 39% in (B)(6) 2014 and is currently at 26%. The expected battery percentage should be between 55-60%. A memory download was sent to boston scientific engineering for further evaluation. No adverse patient effects were reported. A boston scientific engineer reviewed the data and discussed that the battery performance between (B)(6) 2014 has been normal. The charge times during that timeframe have also been in normal range. Based on the recent battery measurements, the device has approx 14-16 months of remaining longevity until elective replacement indicator (eri) is reached. The engineer discussed that it could not be determined the reason for the higher energy consumption that occurred prior to (B)(6) 2014 as based on the data reviewed, all device operations were normal. At this time, the s-ICD remains implanted and in service. The engineer discussed performing normal f/us and to replace the device once eri is reached.

Manufacturer narrative:
(B)(4). The product is expected to be returned. Once it is returned and analysis completed, this report will be updated.

Event description:
Additional information was received that this s-ICD declared eri in (B)(6) 2016. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device declared elective replacement indicator (eri) on (B)(6) 2016. A review of the device memory found no alerts and the battery voltage was at 8.42 volts. An engineering-level longevity prediction calculation was then completed to assess the rate of battery depletion, and the device was below the minimum expectation. The device case was opened and an external power supply was connected. Electrical measurements were performed which verified no high current conditions were present. Further testing with the device connected to a 9.0 volt external power source overnight at both room temperature and at 37 degrees celsius; no high current drain was present when the device was tested the following days. The cause of battery depletion could not be determined as the device operated normally during the analysis.